Manufacturer narrative:
H3/h6: the software analysis was completed. The logs recorded multiple jumps between the registration task and verified registration tasks. There were multiple infrared interference errors were observed for all the tools added to the procedure in all the sessions. Apart from these, the logs did not capture any other abnormalities related to the reported behavior. Upon reviewing the log information, it was suspected that an interference error may have caused the issue in tracking the instruments, but there was insufficient information to determine whether a software anomaly contributed to mentioned behavior during instrument tracking. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw app 9735762, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system would not recognize the instruments after registration. They went through different screens and restarted the system and they continued to have the same issue. The camera view would see the sphere but it was not actively navigating. It was a cranial case. They stated that it was with all the instruments but from the text received they mention the registration probe and the passive planar. There was no patient impact reported and a delay of less than one hour.